Manufacturer narrative:
Incident occurred in (B)(6). Device performed as intended. No malfunction or defect of device noted at time of procedure. Previous esophagogastric procedures have been excluded from all clinical studies and are contraindicated in the device IFU. Medigus ltd (manufacturer) is submitting this report on behalf of the importer, (B)(4).

Event description:
Imp ref# (B)(4).